Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. During surgery, the negative pressure could not be applied, but the negative pressure was applied after changing the reservoir. It was found that there was a hole in the drain tube. The drain tube and reservoir were changed. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: there was no effect on the patient because the drain tube was replaced early during surgery. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reservoir function properly upon first activation? Unk. If yes, how long after the first activation happened did the issue occurred? Unk. Could you please provide the lot number? 11163 (ju1364),11227 (unk),11163 (ju1338). Could you kindly perform and document the follow-up attempt for the product return? The device and will be shipped. Please provide the source or name of person providing answers to follow-up questions: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.